Event description:
It was reported that after an uneventful ion endoluminal lung biopsy procedure the patient expired 10 days post-ion procedure. Per the physician, the biopsied lesion was 2.4 x 2.1cm, located in the left upper lobe (lul), was at an unknown distance from the pleura, and was determined to be adenocarcinoma. There was no report of any issues with the ion system, instruments, or accessories. The patient was discharged the day of the procedure. Six days post-procedure the patient presented to the ed with continued hemoptysis and was discharged. Two days later the patient was seen outpatient and the hemoptysis was reported to be improving. A couple days later the patient was admitted to the hospital where a bronchoscopy showed some slight oozing from the lul, with no brisk bleeding. Some blood was removed from the lower lobe, assumed to have collected due to gravity. The patient later experienced hypotensive shock and expired on post-procedure day 11. The physician was not sure how the procedure contributed to the event. The patient had a medical history of severe copd, previous lung cancer treated with surgical resection, and current covid.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. Review of the event by an intuitive surgical medical safety officer (mso) concluded that based on the information provided, the procedure was completed without issue and there was no malfunction of the ion system, instruments or accessories. The patient was discharged home the same day, but later experienced continued hemoptysis that appeared to be improving; however, 10 days post-procedure the patient was admitted to the hospital. Bronchoscopy found slight oozing from the left upper lobe with blood cleared from the left lower lobe. The hospital course was complicated by shock and the patient died 10 days post-ion procedure. Additionally, the intuitive mso concluded that based on the available data, the scant bleeding is procedure related but is not related to the ion system, instruments or accessories. The scant hemoptysis was not of sufficient severity to result in either shock or death. Thus, the patient¿s shock and death were likely due to an underlying medical condition and not associated with the index procedure nor the devices. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023.